Event description:
The following information was reported to gore: on october 30, 2023, this patient underwent an endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm and an iliac artery aneurysm. On (B)(6) 2023, it was confirmed that the pulse in the left lower limb was not palpable. Contrast-enhanced computed tomography image showed occlusion from the left external iliac artery. A femoral-to-femoral artery crossover bypass was constructed. The physician stated as follows: I was careful about the distal position, but it occluded.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel and surgical cut down (bypass). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.